Event description:
Pt evaluated for complaints of right knee pain, status post right total knee replacement during 1987. The pt has no history of trauma to the knee. Radiographic evaluation revealed abnormality of the patellar component. Pt was admitted to the hosp for revision arthroplasty, right knee with removal of metal-backed patella, synovectomy and re-insertion of a polyethylene patella. The surgeon's operative report revealed a moderate amount of fluid was encountered upon entry to the joint with blackish discoloration of the synovium. The edge of the patellar component was felt to be worn with some evidence of thinning of the articular surface of the patella.